Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for follow-up with pain and irritation at the implant site. Pocket was cleaned and device was repositioned. Patient was stable post procedure.